Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The exact cause of the stenosis and subsequent regurgitation could not be confirmed. However, patient factors (pre-existing valvular disease process, renal failure) may have contributed to the stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, four years after successful implantation of a 23 mm sapien valve in the aortic position a valve in valve was performed, placing a 23 mm s3 within the sapien valve due to stenosis/regurgitation. The patient presented to the ER with progressive dyspnea on minimal exertion and at rest. She was hospitalized in (B)(6) 2017 for chf. The outcome was great. An echo performed on (B)(6) 2018 showed a mean gradient of 32 mmhg, peak gradient of 50 mmhg, and ava 0.7 cm2. Severe regurgitation was seen on echo. The device was not returned for evaluation and no images have been provided.